Event description:
It was reported that there was a lead alert for out-of-range left ventricular lead impedance. The patient was brought to the clinic where the lead impedance looked normal. The lead remains in use and the clinic will continue to monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.